Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this inflatable penile prosthesis (ipp) had fluid loss and was not inflating. It was noticed that the tubing or the reservoir was stuck to the pelvic bone and could not be removed. The ipp was explanted. No patient complications reported.